Manufacturer narrative:
The device was received deployed. Blood was observed on the returned device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that contribute to bleeding or bruising. The exact cause of the reported bleeding/bruising could not be determined. Further investigation of the device discovered the exposed portion of the soft cannula flattened. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent fluid from flowing through the fluid path and leaving it via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) experienced pain and bleeding, while wearing the pod on the arm longer than 48 hours. A new pod was applied to treat the hyperglycemia.